Manufacturer narrative:
(B)(4). Ruptures are labeled in the IFU.

Event description:
Pt presented to the hospital with a ruptured aneurysm following repair in 2005. Pt was repaired with a renu cuff and an esbe.